Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). [Analysis of use history]: the user did not provide the date of the occurrence. However, he informed the medication, time, and volume to be infused. We analyzed and found in the usage history: the last 24-hour infusion schedule on (B)(6) 2024 at 15:29:59. The last schedule of infusion volume of 500ml on (B)(6) 2024 at 15:29:43. Resulting in a flow rate of 20.84ml/h. The user started the infusion at 15:33:01, on (B)(6) 2024 and stopped the infusion at 03:56:48, on (B)(6) 2024. The amount infused at the time was 258.11ml, compatible with the infusion time of 12:23:11. We found no evidence of an infusion error in the history. The infusion occurred according to the user's programming and actions. The user used the drug library. [Functional analysis]: technical complaint: error of -50% in the infusion time of a 500ml volume. Programmed for 24 hours, it infused in 12 hours. Functional test: due to the weekend, we programmed the volume of 500ml to be infused between (B)(6) 2024 and (B)(6) 2024. We programmed 69h56min00 of infusion. The flow rate was 7.15ml/h. Infusion time: 69h56min49 error: +0.02% volume infused: 500ml error: 0.00% result: approved notes: for measuring time - ki0056 stopwatch used, calibration valid until 02/2025. For volume measurement - 1000ml graduated cylinder, tec-329444, certificate no. 1431/2022, is used. Administration rate accuracy set at +/- 5% in accordance with iec/en 60601-2-24. [Visual analysis]: equipment looks used. [Conclusion]: the result of the functional test showed that the equipment is infusing correctly and precisely. We confirm that the technical complaint regarding an error in the infusion time was not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complaint desciption: "pump programmed to infuse a glucose serum at 50% 500 ml/ 24h, however, the pump infused in 12 hours, checked and checked the programming of the device that everything was ok, I remove the device from the room, leave it for be sent to engineering for analysis."